Manufacturer narrative:
Date rec¿d by MFR: 06dec2019, date of report: 10dec2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found the unit had a leaking sound when connected to oxygen. The fse replaced the oxygen regulator assembly and the issue was resolved. The unit passed testing; however, the fse noted that the battery was out of date and needed to be replaced. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 10oct2019. Date of report: 23oct2019.

Event description:
It was reported that the ventilator had a leak near the rear of the unit. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.